Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. It was also reported that the customer checked the tubing when the problem occurred and found no problems. The gas blender was returned to sorin group (B)(4) for evaluation. During the evaluation, the issue was reproduced. Additional testing after disinfection and calibration found that the issue was resolved. The repaired gas blender has been returned to the customer and no further issues have been reported.

Event description:
Sorin group (B)(4) received a report of multiple occurrences where the flow rate from the gas blender dropped and an alarm was displayed. The unit was switched for a mechanical gas blender. There was no report of pt injury.